Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a "black string protruding out of my skin half an inch". The patient further reported that this was coming out of their implantable pulse generator (ipg) incision site from eight years ago and they cut it off because it was catching on their clothing. The ipg remains in use. No further patient complications have been reported as a result of this event.